Manufacturer narrative:
Correction to h2 and h3 of the first supplemental report, device evaluation was inadvertently not marked. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see updates to b6, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test the root cause of the event could not be conclusively identified. Event 2: channel port was dirty: the stain was not identified. Why the stain lodged on the device was not specified. Event 3: air/water cylinder was dirty: the stain was not identified. Why the stain lodged on the device was not specified. Event 4: suction cylinder was dirty: the stain was not identified. Why the stain lodged on the device was not specified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: b5 d9, h6 and h10. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. There was no detection of micro-organisms present. The obtained results are in conformance with the requirements. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could not be locked securely, due to deformation of channel mount unit, channel cleaning brush could not inserted smoothly, forceps channel port was dirty, air/water cylinder dirty, air/water cylinder discolored, suction cylinder dirty, suction cylinder discolored, scope cover plate detached, scope cover cracked, grip scratched, switch 1 had pinhole, flexibility adjustment ring damaged, scope connector dirty due to water leakage, adhesive around objective lens chipped, light guide lens scratched, adhesive around light guide lens wear, cover of light guide-bundle damaged, adhesive on angle rubber wear, connecting tube scratched, ch-tube scratched, and universal cord scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received that the evis exera ii colonovideoscope air/water channel tested positive 2 colony forming unit (cfu) of bacillus species, staphylococcus hominis and 2 colony forming unit (cfu) of micrococcus luteus.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive twice for unexpected bacterium. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The instrument / biopsy / suction channel was sample, and the device tested positive for less than 3 colony forming unit of micrococcus luteus. The device was back for reprocessing and additional testing will be performed. No cleaning, sterilization, and disinfection information available from the customer. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.